Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent robotic-assisted hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2012 : hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("coil embedded in the proximal end of the tube") in a 40-year-old female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, weight gain and endometrial ablation on (B)(6) 2012. Concomitant products included codeine, oxycodone and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced paraesthesia ("tingling in finger tips") and throat tightness ("throat tightness"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression") and panic attack ("panic attacks"). On (B)(6) 2015, the patient experienced pollakiuria ("frequent urination") and dysuria ("dysuria"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("paratubal cysts"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia / long period") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced genital paraesthesia ("tingling around lower pelvis/vaginal area"). On (B)(6) 2017, the patient experienced weight increased ("weight gain"), premature menopause ("early menopause"), adenomyosis ("focal adenomyosis / endometriosis of uterus") and uterine leiomyoma ("intramural leiomyoma in myometrium"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), fibromyalgia ("fibromyalgia") with pain and oropharyngeal pain ("throat pain"). The patient was treated with ibuprofen, topiramate (topamax), alprazolam (xanax) and surgery (underwent robotic-assisted hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, panic attack and oropharyngeal pain had resolved and the embedded device, menorrhagia, vaginal haemorrhage, pollakiuria, dysuria, weight increased, premature menopause, anxiety, depression, ovarian cyst, adnexa uteri cyst, genital paraesthesia, adenomyosis, uterine leiomyoma, paraesthesia, fibromyalgia and throat tightness outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, depression, dysmenorrhoea, dysuria, embedded device, fibromyalgia, genital paraesthesia, menorrhagia, oropharyngeal pain, ovarian cyst, panic attack, paraesthesia, pelvic pain, pollakiuria, premature menopause, throat tightness, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pathology report: gross description:. Embedded in the proximal end of the tube is a tightly coiled metallic filament. The filament was almost completely surrounded by tissue, and it could not be easily removed from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: satisfactory placement / bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, anxiety, ovarian cyst, dysuria, pollakiuria, pelvic pain, abdominal pain lower, fibromyalgia, menorrhagia, genital paresthesia and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("coil embedded in the proximal end of the tube") in a 40-year-old female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression, weight gain and endometrial ablation on (B)(6) 2012. Concomitant products included codeine, oxycodone and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced paraesthesia ("tingling in finger tips") and throat tightness ("throat tightness"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression") and panic attack ("panic attacks"). On (B)(6) 2015, the patient experienced pollakiuria ("frequent urination") and dysuria ("dysuria"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("paratubal cysts"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia / long period") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced genital paraesthesia ("tingling around lower pelvis/vaginal area"). On (B)(6) 2017, the patient experienced weight increased ("weight gain"), premature menopause ("early menopause"), adenomyosis ("focal adenomyosis / endometriosis of uterus") and uterine leiomyoma ("intramural leiomyoma in myometrium"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abdominal pain lower ("left lower quadrant pain"), fibromyalgia ("fibromyalgia") with pain and oropharyngeal pain ("throat pain"). The patient was treated with ibuprofen, topiramate (topamax), alprazolam (xanax) and surgery (underwent robotic-assisted hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, panic attack and oropharyngeal pain had resolved and the embedded device, menorrhagia, vaginal haemorrhage, pollakiuria, dysuria, weight increased, premature menopause, anxiety, depression, ovarian cyst, adnexa uteri cyst, genital paraesthesia, adenomyosis, uterine leiomyoma, paraesthesia, fibromyalgia and throat tightness outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, depression, dysmenorrhoea, dysuria, embedded device, fibromyalgia, genital paraesthesia, menorrhagia, oropharyngeal pain, ovarian cyst, panic attack, paraesthesia, pelvic pain, pollakiuria, premature menopause, throat tightness, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pathology report: gross description:. Embedded in the proximal end of the tube is a tightly coiled metallic filament. The filament was almost completely surrounded by tissue, and it could not be easily removed from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on(B)(6) 2012: satisfactory placement / bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, anxiety, ovarian cyst, dysuria, pollakiuria, pelvic pain, abdominal pain lower, fibromyalgia, menorrhagia, genital paresthesia and embedded device. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and mr received. Lot number received (977934 ). Events added from pfs: vaginal bleeding, frequent urination, dysuria, weight gain, left lower quadrant pain, painful period, depression, anxiety, panic attacks, ovarian cysts, paratubal cysts, tingling around lower pelvis/vaginal area, focal adenomyosis/ endometriosis of uterus, intramural leiomyoma in myometrium, tingling in finger tips, fibromyalgia, throat tightness, throat pain. It was described in pathology report that coil was embedded in the proximal end of the tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("coil embedded in the proximal end of the tube") in a 40-year-old female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, weight gain, endometrial ablation on (B)(6) 2012, multigravida, abdominal pain (location -right upper quadrant), pain right upper quadrant, radiating pain, nausea, abdominal tenderness and genital pain. She denies illicit drug use or tobacco use. Previously administered products included for an unreported indication: toradol. Concurrent conditions included thyroid disorder, cardiac arrhythmia and hepatic lesion. Concomitant products included codeine, oxycodone and tramadol. In 2012, the patient experienced paraesthesia ("tingling in finger tips") and throat tightness ("throat tightness"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced anxiety ("anxiety"), depression ("depression") and panic attack ("panic attacks"), 2 years 7 months after insertion of essure. On (B)(6) 2015, the patient experienced pollakiuria ("frequent urination") and dysuria ("dysuria"). On (B)(6) 2015, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2015, the patient experienced adnexa uteri cyst ("paratubal cysts"). On (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia / long period") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, the patient experienced genital paraesthesia ("tingling around lower pelvis/vaginal area"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and uterine leiomyoma ("intramural leiomyoma in myometrium") and experienced premature menopause ("early menopause") and adenomyosis ("focal adenomyosis / endometriosis of uterus"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("painful period"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain"), fibromyalgia ("fibromyalgia") with pain and oropharyngeal pain ("throat pain"). The patient was treated with alprazolam (xanax), ibuprofen, topiramate (topamax) and surgery (underwent robotic-assisted hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, panic attack and oropharyngeal pain had resolved and the embedded device, menorrhagia, vaginal haemorrhage, pollakiuria, dysuria, weight increased, premature menopause, anxiety, depression, ovarian cyst, adnexa uteri cyst, genital paraesthesia, adenomyosis, uterine leiomyoma, paraesthesia, fibromyalgia and throat tightness outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, adnexa uteri cyst, anxiety, depression, dysmenorrhoea, dysuria, embedded device, fibromyalgia, genital paraesthesia, menorrhagia, oropharyngeal pain, ovarian cyst, panic attack, paraesthesia, pelvic pain, pollakiuria, premature menopause, throat tightness, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pathology report: gross description:. Embedded in the proximal end of the tube is a tightly coiled metallic filament. The filament was almost completely surrounded by tissue, and it could not be easily removed from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: satisfactory placement / bilateral occlusion. Mammogram - on (B)(6) 2013: probable complicated cyst or area of apocrine metaplasia identified at 12:00 in the left breast. Sixmonth follow up ultrasound is recommended. Simple cysts are also incidentally noted at 12:00 and 3:00 in the left breast. Bi-rads category 3: probably benign. This examination was reviewed with computer aided detection (cad) using the r2 image checker. (Vs.3).mammography is not 100% accurate in detection of breast cancer. Accuracy decreases as the mammographic density in the breast increases. A negative mammogram should not deter further evaluation (including biopsy) of suspicious physical. Ultrasound abdomen - on an unknown date: cholelithiasis without evidence of cholecystitis. Hepatic hemangiomas measuring up to 9 mm. 2.3 cm right ovarian cyst versus adjacent follicles.. Ultrasound breast - on (B)(6) 2014: at 12:00 in the left breast, there is a complicated cyst or area of apocrine metaplasia which is unchanged. A six-month follow up with ultrasound is recommended. A small simple cyst is seen immediately adjacent to this area. Ultrasound scan vagina - on an unknown date: simple right ovarian cyst. Complex left ovarian cyst. This complex cyst is smaller than the hypoechoic mass previously described on (B)(6) 2010. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: depression, anxiety, ovarian cyst, dysuria, pollakiuria, pelvic pain, abdominal pain lower, fibromyalgia, menorrhagia, genital paresthesia and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.